Event description:
It was reported that during preparation for a percutaneous coronary interventional procedure, foreign material was found. During unpacking the physician noted that there was a hair inside the package of the encore 26 inflation device. The procedure was completed with another encore device. The device did not come into contact with the patient.

Manufacturer narrative:
Encore inflation device (bx/5).